Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, a warming message indicating ra lead impedance was seen. Two episodes of noise were seen as well. The lead was reprogrammed and the impedance will be monitored.